Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and a definitive cause for the reported difficulty to remove the lock line could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the difficulty removing the lock line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. During deployment, the lock line began to be removed, but after 6 inches, a lot of resistance was felt. Hemostats were used to roll and pull the remainder of the lock line. The clip was successfully deployed, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.